Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 589 mg/dl. The customer also reported the tape was not sticking on the product and the infusion set tubing detachment. The customer reported disconnection for about 2 hours, but was unclear what was disconnected. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a and mmt-397a. Troubleshooting was partially performed for the high blood glucose event and found that the customer was treated hyperglycemia with the insulin pump. Troubleshooting was also performed for the product not adhering issue and found it was pulled loose. Troubleshooting was also performed for the tubing detachment issue and advised the product would be replaced. The insulin pump was not used within 48 hours of the reported event and the automode/smart guard feature being active was unknown. No further patient complications were reported. The product(s) mmt-1884, mmt-332a, mmt-7040a and mmt-397a will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.